Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged there was a power/moisture ingress issue with the pump. The patient developed hyperglycemia and required emergency room treatment. This complaint is being reported as the power issue was not resolved and could lead to the cessation of insulin delivery.